Manufacturer narrative:
(B)(4) .

Event description:
The device was removed from the packaging per the instructions for use prior to use with no issues noted. It is unknown if the device was inspected and prepped. Physician was attempting to use one integrity bare metal stent in a lesion in the lcx but the stent dislodged in the left main after being blocked in the lcx. The dislodged stent was removed using a lasso. There was resistance encountered when advancing the device but it is unknown if excessive force was used. A balloon with active substance was used to treat the lesion. No patient injury reported.